Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Esophagram x2, dilation x3. When using the linx sizing device what technique was used to determine the size? Based on visually how loop looks in relationship to the esophagus. Sizer loop should have a slightly window so as to not completely be touching all the way. Did the patient have an autoimmune disease? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? General pt health, allergies, immunosuppressed? Overall good health (htn, osa hx), no immunosuppression, nkda. How severe was the dysphagia/odynophagia before intervention? Severe enough to require dilation x3. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? I will find out on th this week. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No- removal was patient request due to ongoing dysphagia. Besides the reported dysphagia, what was the reason for removal of the linx device? That¿s it. Was the device found in the correct position/geometry at the time of removal? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient requested removal of linx device due to ongoing dysphagia which started upon implantation on (B)(6) 2021. Patient went for an esophagram x2, dilation x3 and decision was made to remove the device. The device was explanted on (B)(6) 2022. Patient has overall good health (htn, osa hx), no immunosuppression, nkda. Patient is doing well post op.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Esophagram x2, dilation x3. When using the linx sizing device what technique was used to determine the size? Based on visually how loop looks in relationship to the esophagus. Sizer loop should have a slightly window so as to not completely be touching all the way. Did the patient have an autoimmune disease? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? General pt health, allergies, immunosuppressed? Overall good health (htn, osa hx), no immunosuppression, nkda. How severe was the dysphagia/odynophagia before intervention? Severe enough to require dilation x3. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? I will find out on th this week. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No- removal was patient request due to ongoing dysphagia. Besides the reported dysphagia, what was the reason for removal of the linx device? That¿s it. Was the device found in the correct position/geometry at the time of removal? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient requested removal of linx device due to ongoing dysphagia which started upon implantation on (B)(6) 2021. Patient went for an esophagram x2, dilation x3 and decision was made to remove the device. The device was explanted on (B)(6) 2022. Patient has overall good health (htn, osa hx), no immunosuppression, nkda. Patient is doing well post op.

Manufacturer narrative:
(B)(4); date sent: 3/24/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device lot number 25299, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any hiatal or crural repair done at the same time as the implant? Yes.